Manufacturer narrative:
This report is for an unknown screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: manish prasad et, al (2013), assessment of the role of fibular fixation in distal-third tibia¿fibula fractures and its significance in decreasing malrotation and malalignment, injury vol. 44(12), pages 1885-1891 (germany). The aim of this study is to assess the role of fibular fixation in distal third tibia and fibula fractures and its significance with respect to the functional outcomes in decreasing malrotation and malalignment of the limb. Between july 2009 to december 2011, a total of 60 patients (52 males and 8 females) with a mean age of 31.3 (range, 20 to 45years) were included in the study. These patients were divided into 2 groups based on whether the fibula was fixed (group a) or not (group b). Fracture tibia was treated with interlocking untramedullary tibial nail (expert nail, ao synthes, paoli, in, USA) and fibular fixation was done using unknown synthes limited contact dynamic compression plate (lc-dcp). Follow-ups were unknown. The following complications were reported as follows: group a: 6 out of 30 patients developed superficial wound infections at the fibular wound. 6 patients had fair result when comparing the radiological valgus angulation. 8 patients had fair result according to ankle range of motion and ankle evaluation rating. 6 patients had fair result according to johner and wruh's criteria at 18 months follow-up. Group b: 6 out of 30 patients developed superficial wound infections at the fibular wound. 10 patients had fair results when comparing the rotational alignment. 30 patients had fair result when comparing the radiological valgus angulation. 10 patients had fair result according to ankle range of motion and ankle evaluation rating. 10 patients had fair result according to johner and wruh's criteria at 18 months follow-up. This report is for an unknown screws. This is report 4 of 4 for complaint (B)(4). It captures adverse event of wound infection.